Manufacturer narrative:
(B)(4). Insulin pump p cap reservoir locked properly in place. Unit received with cracked lcd screen glass. After battery installation unit gave an unexpected blank, white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.